Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that oversensing was observed on the right ventricular lead, causing some pacing inhibition. The lead was capped and replaced. During the procedure, an insulation anomaly was noted on the lead. The patient was feeling fine after the procedure.